Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father called in to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 119 mg/dl, compared with the sensor glucose reading of 76 mg/dl. The caller was assisted through troubleshooting. The sensor was replaced, but was not returned for analysis.